Event description:
It was reported that the patient experienced a sudden onset of loud noise overlaying speech. Analysis of the device revealed fluid ingress through a tear in the silicone carrier at the electrode lead exit from the stimulator. Explantation/reimplantation surgery was performed in 2002.